Manufacturer narrative:
The primary complaint was not confirmed. The platform passed functional testing with no faults found. The autopulse platform is a reusable device and was manufactured on 10/19/2007. Visual inspection was performed and found damage to the front enclosure, battery lock, and load plate cover, and a sticky clutch. During review of the archive data, multiple error messages were noted on the reported event date ((B)(6) 2017). The series of error messages indicate the patient may have been misaligned on the autopulse platform or the lifeband is opened. Additionally, it was recorded that the two batteries that were used at the time of the event initially had low voltage. The two batteries were requested to be returned. If and when the batteries are returned, the products will be assessed and findings will be documented under the battery. Additional repairs and an update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The front enclosure, battery lock, load plate cover, and clutch plate were replaced and the power distribution board was updated. The platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during training, the autopulse platform would not turn on with a fully charged battery. There was no patient involvement reported. No other information was provided.